Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: review of the black box data revealed records of call service alarms (087). A cartridge cap was not returned with the pump for investigation; a test cartridge cap was used during testing. On investigation, the pump powered on and emitted a call service alarm (069) that could not be cleared. The alleged prime issue was not able to be investigated due to the call service alarm. The pump was opened for investigation and revealed a crack in the solder around the force sensor flex pin.